Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert or failed battery test alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump lose power without warning. The customer¿s blood glucose level was 120 mg/dl. Customer assisted with troubleshooting. The customer reported that the insulin pump had failed battery test. The insulin pump will be returned for analysis.